Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, there was a pinched pulse wire inside the distribution node and thermal damage to the (B)(4) components. The cause of the pulse test failure and inability to communicate is the pinched wire and damaged components. The root cause of the pinched wire and damaged components cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed pulse testing.